Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was able to run all reports. A technical support specialist dialed into the server to check the report error status. The customer confirmed that the issue had been resolved, and all report printing was working properly. The customer gave permission to close the ticket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the schedule reports could not be printed. The customer received unexpected error when a manual run was attempted and could not run a single report as well. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.